Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11-feb-2026, it was reported by a sales representative via phone that an ar-2324kpsp knotless swivellock knotless mechanism pulled through the anchor when being converted. This occurred during use in a case with no patient effect. The case was completed using another anchor and reinserting it. There was a 10-minute delay to the case.